Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the company representative that the customer had a low blood glucose level in (B)(6) 2 years ago. Customer stated that he then had a seizure and the paramedics were called. Customer had another severe low blood glucose level where the paramedics had to give him an IV of glucose.